Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an auto-off alarm. Customer confirmed that there had been no interaction with the pump for an extended period. Subsequently, it was reported that an unspecified malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 270 mg/dl.